Event description:
The consumer reported her child was burned by the hot water in the humidifier. The burns occurred when the child pulled the humidifier down on himself by the cord. The proper use instructions state to keep the humidifier and cord out of reach of children.